Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issues. He was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 147 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The operating currents could not be performed and no failed battery alarm or frozen screen could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.